Manufacturer narrative:
On-site investigation was performed by field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, the nozzle unit was found defective. The maintenance kit (including nozzle unit) was replaced to solve the issue. The device was delivered to the user in working condition. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The defective parts were not returned for investigation, despite request. The device's logs were not provided for further analysis. According to the manufacturer¿s specification the complete plastic nozzle unit must be replaced during preventive maintenance. It remains unknown, when the nozzle units were last replaced. The defective nozzle unit was physically damaged, which was confirmed only by technician's statement, as photo of the damaged part was not provided. The cause of the claimed issues in this customer product complaint has been determined. The issues were related to defective nozzle unit. The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check with a message 'system volume too small'. There was no patient involvement. Manufacturer's ref. #: (B)(4).